Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, when applying the device to bowel, the stapler able to fired but had an incomplete staple line centrally. Cracking in the handle was also noted that would not finish firing the device. The staple line was fixed with a new handle and reload. There was no patient injury.